Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient, the device inappropriately shut down. Complainant indicated that the clinician obtained another battery and the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also updating information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the activity logs did not show any critical errors. There were occurences of battery errors, however, the battery was not returned as part of this investigation. Therefore no conclusion could be drawn. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.